Event description:
It was reported that the patient presented during a follow-up in clinic. It was noted that the right ventricular lead was dislodged as confirmed via x-ray and failed to capture. The lead was explanted and replaced. The patient was stable.